Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the twist clamp of a transfer set broke when the nurse tried to disconnect the syringe. This issue was identified during a flush to the non-baxter peritoneal dialysis catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.